Manufacturer narrative:
A complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received states that the lead was explanted and replaced.

Event description:
It was reported that the patient presented in clinic for routine follow up when low p wave sensing and high capture threshold were observed. A chest x-ray was performed and lead dislodgement was observed. The patient was fine and stable. Lead revision was discussed.

Manufacturer narrative:
Correction: the concomitant products should have been 1458ql/86; (B)(4) and lda210q/58; (B)(4). Therapy date should have been (B)(6) 2018.